Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed a kink in the telescope assembly at 71 cm from femoral marker to the proximal end. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. The distance from the distal end of the transducer housing to the tip of the catheter was within specification. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core windup was not found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
Same case as: 2134265-2014-06416 and 2134265-2014-06417. It was reported that pullback failure occured. The ilab motor drive unit was used in conjunction with an opticross¿ coronary catheter. During percutaneous coronary intervention, pullback failure occurred. The procedure was completed with another with same device. No patient complications were reported and the patient's condition was good.

Event description:
Same case as: 2134265-2014-06416 and 2134265-2014-06417. It was reported that pullback failure occured. The ilab motor drive unit was used in conjunction with an opticross¿ coronary catheter. During percutaneous coronary intervention, pullback failure occurred. The procedure was completed with another with same device. No patient complications were reported and the patient's condition was good.